Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-1788j-cp drill tip broke off in the patients talus. This was discovered during a lateral ankle instability with internal brace and brostrom on (B)(6) 2022. Surgeon could not retrieve the tip of the broken drill; however, case was completed successfully without further issues.

Manufacturer narrative:
Complaint confirmed. Upon visual evaluation, it was noted that one of the c8867 drill bits was broken. It was also noted that the c11472 guidewire is bent/damaged. The diameter of each device was measured and found to be within drawing tolerances. The bone quality encountered was not reported. The cause of this remains undetermined.